Event description:
During a pci procedure, the pt2 moderate support guidewire fractured. The lesion being treated was a 100% stenotic lesion in the proximal left anterior descending (lad) coronary artery and was being treated for in-stent restenosis. A vision stent was implanted one month prior to this procedure. A gc 7f sheathless jl4 was inserted first. A micro cather ichibanyari and gw neosoft were also inserted. The neosoft was replaced with a pt2 light support guidewire and this was then changed to a pt2 moderate support guidewire. The tp2 moderate support guidewire broke 1cm away from the tip at the moddle of a chornic total occlusion in the stent and the procedure was terminated. The seperated tip of the device has been left in the pt's body. It was also rpeorted that the physician felt no trapping and he torqued normally. The procedure was no completed due to this event. No pt injuries or complications were reorted. Pt status is rpeorted as 'good'.